Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. The customer reverted to alternate method for insulin therapy.